Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have been experiencing a lot of lows. The customer received emergency medical assistance 6 times in the last 2 months. Customer had low blood glucose levels the last 3 nights. On one occasion they had blood glucose of 42 mg/dl at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer reports the pump's drive support cap is protruded. The customer also experienced a high of 385 m/dl and treated using manual injections. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The infusion set will be returned for analysis.